Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). This report is for one unknown tibia nail. Part and lot numbers were not available for reporting. Other¿UDI# is unavailable. The exact date of implant is unavailable for reporting and was reported as an unknown date approximately six years prior to (B)(6) 2016. The subject device is not expected to be returned to the synthes manufacturer for evaluation. (B)(4). The 510(k): unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that revision/explant surgery of an unknown tibia nail and five unknown screws was performed on (B)(6) 2016 due to infection. The devices were initially implanted on an unknown date approximately six years prior to the date of this report during an open reduction internal fixation (orif) procedure. Due to infection, the tibia nail and five screws were explanted intact during the (B)(6) 2016 surgery and the patient was revised with an unknown antibiotic-coated nail. It was reported that union of the fracture had been achieved. The procedure was successfully completed without any surgical delay. This report is for one unknown tibia nail. This report is 1 of 2 for (B)(4).